Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was returned for evaluation: device history record (DHR): lot 4218864, conformed to the specifications when released to stock failure analysis - the valve was visually inspected, no defects were noted. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. The catheters were irrigated, no occlusion noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which cerebrospinal fluid (csf) is shunted from the brain. It would probably explain the problem encountered by the customer.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020 a hakim programmable valve was implanted on a (B)(6) female patient for a v-p shunt. Flow patency was not able to be confirmed by pumping after the peritoneal catheter was passed through under the skin. Once removed from the body, flow patency was unable to be confirmed again. Therefore, the valve was changed to a new one. A surgical delay of 30 minutes was observed with no adverse consequences for the patient.